Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, after the tip of device passed the abdominal wall, the safety shield could not cover the tip. The surgeon changed to another device and the same problem occurred. Another device was used and the procedure was finished.